Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).